Event description:
Caller reported a malfunction on the pump, identified as malf 9. There was no information regarding any changes or impacts on the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred.